Event description:
Patient presented to hospital with sycopal episodes. Multiple pacing pauses. Interrogated per. High impedance when switched to unipolar. Por occured when doing ventricular threshold. 10/12/01 device ret'd - no output, intermittent complete loss of output. Pt almost died as a result of failure.